Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the atria lead was oversensing noise. The lead was explanted and replaced. The patient was stable post procedure.